Event description:
A family member reported that the pump settings were erased after the battery was removed and reinserted. She confirmed that the pump had not been exposed to water, x-ray, MRI, or cat-scan. The family member stated that the pump settings were reprogrammed and the patient resumed insulin pump therapy. At the time the incident was reported to animas, the patient was reportedly using the pump without further reported incident.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump was returned and investigated for a separate complaint in july 2011, and is no longer available for further investigation. No conclusions can be made at this time.